Manufacturer narrative:
(B)(4). The dexcom glucose monitoring system mentioned is being reported under MFR# 3004753838-2015-85721.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report insulin pump and continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.